Event description:
This report is to advise of a displaced electrode found during analysis.

Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. Electrode ring 3 was damaged and the lip of the ring electrode was raised, causing it to catch on the components of the introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged electrode remains unknown.